Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the device was removed from service and the device's defib was out of specification. The device then failed to discharge.

Manufacturer narrative:
The reported malfunction of "device shut down" was observed during review of the activity logs. However, the reported problem could not be duplicated during device testing. The device was recertified and returned to the customer. Review of the activity logs did not find evidence to support the customer's reports of "defib out of specification" and "failed to discharge". Analysis for reports of this type has not identified an increase in trend.